Manufacturer narrative:
H3: product analysis: evaluation could not be performed because of difficult to insert tool into the attachment. It was also noted that lock twist found jammed, output drive shaft assembly found corroded, bearings are broken and corroded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Repair request initiated for device with the report of overheating. It was reported there was no patient involvement. The event escalated to product event since the repair and return in less than 90 days from purchase or repair.